Event description:
The report received from the clinical study indicates that during a coronary stenting procedure, two rapamycin clinical units were implanted via direct stenting at the mid lad; overlapping. Following implantation of the first stent of a small distal edge dissection occurred beyond the stented area. The distal dissection was then treated with a third 2.5x8mm rapamycin clinical unit.

Manufacturer narrative:
This female experience dissection immediately following implantation of a bx velocity stent implanted as part of the c-sirius trial. Dissection is a potential adverse event associated with coronary artery stenting. Medical history/risk factors that may have increased her risk for mace included hypercholesterolemia, diabetes and active smoking. Diabetes is also is premorbid condition that can increase the risk for a poor initial result. The target site was described as a 70% stenosis with 30mm lesion length in the mid-lad; the use of 2 stents was planned for treatment of the long lesion. The 1st stent (2.5/18mm) was deployed above rated burst pressure at 18atm. A small type b edge dissection was notes. The 2nd stent (2.5/8mm) was implanted, as planned, at 20 atm (also above the rbp of 16atm), followed by a 3rd stent (2.5/18mm) at 18 atm to treat the dissection. The end result was good: there was no residual stenosis or dissection and the patient was discharged without further incident. No add'l adverse events were reported until the patient experienced a tia 4 years later, which likely had no relationship to the bare metal stents implanted in her coronary artery 4 years earlier. Review of the info available does not make it possible to determine if vessel/lesion characteristics played a role in the dissection but device handling (stent deployment above rbp) may have contributed. This device is distributed outside the united states; however, it is similar to the bx velocity bare metal stent distributed in the united states. Any add'l info will be submitted within 30 days of receipt.